Event description:
A 3.0 mm diameter x 12 mm length driver mx2 coronary stent delivery system was inserted into a pt for the treatment of a bifurcated lesion. Lesion morphology was reported as calcified. The lesion was not pre-dilated. It was reported that the physician was unable to reach the lesion, upon removal of the delivery system, it was noted that the stent had dislodged. Another MFR's balloon was inserted in an attempt to retrieve the un-deployed stent, this was unsuccessful. Another MFR's stent was used to crush the un-deployed stent into the vessel wall. The lesion as pre-dilated and two stents from another MFR completed the case. The pt is fine.

Manufacturer narrative:
Other secondary intervention - eval results: embolism-device; calcified.